Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. A broken angle wire prevented the device from bending in the down direction. In addition to the findings reported, scratches were found throughout the device, the light guide bundle was broken, the flexible tube was crushed, the water tightness of the control body was not maintained, the bending section cover was sagging, the eyepiece was loose, the base of the light guide mounting part was peeling, and the bending section tube was at a weird angle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf, the tracheal intubation fiberscope tip moves only in one direction. During inspection of returned device, coating of image guide serpentine was peeling off. This MDR is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.